Event description:
Attempted PICC in rue (peripherally inserted central catheter in right upper extremity,), was unable to advance guidewire on third attempt beyond 15cm. Attempted to removed guidewire to abort PICC placement but guidewire removal met with resistance and thinning of the guidewire was noted. CT surgeon was called to bedside. CT (computed tomography) surgeon ordered primary nurse to remove right ij (internal jugular) sheath. Upon removal of sheath, was able to remove guidewire. Tip of wire noted to be stretched and elongated with a split. Ordered x-ray to assess for residual guidewire. Xray showed no residual guidewire.